Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp for the reported " unit won't charge in the base when plugged into ac power", the fse found that the power cable had failed and replaced the power cable. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging on the base. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11.

Event description:
N/a.